Event description:
It was reported by the customer that a pyxis medstation system had station on mpar air report. The issue was reported as drawer error 4.1. Fsc identified thermal damage "black marks on retracor bands". There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had station on mpar air report and many errors for drawer 4.1 in the main. The field service engineer found black marks on the retractor bands for both halves of the drawer and replaced the retractors and reseated the row board cables. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.